Event description:
It was reported that there is an infection at the device pocket. The patient is currently being treated with antibiotics and the system remains in service at this time. No additional adverse events were reported.